Manufacturer narrative:
Date of event and patient's weight is estimated. An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient experienced an infection and erosion at the left lead site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the site was irrigated and covered in tissue to address the issue.